Manufacturer narrative:
E1: patient city: (B)(6) patient country: united arab emirates

Event description:
Reference number (B)(4) event occurred in the united arab emirates it was reported that patient faced infusion set leakage event on (B)(6)2024. The leakage was at quick release. The infusion set was in use for one day. No further information was available.